Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 245 mg/dl at the time of the incident. Customer treated high blood glucose level with manual injection. Customer states that insulin pump stopped working and insulin pump went into lock mode. Customer was assisted with troubleshooting and the issue was resolved. The insulin pump will not be returned for analysis.